Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure line disconnect had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error for proximal pressure line disconnect had occurred. A field service engineer (fse) went onsite and disassembled and reassembled the data acquisition (da) printed circuit board assembly (pcba). The fse then started up and restarted the device and confirmed the reported issue was resolved. The fse replaced disassembled and reassembled the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.